Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead.

Event description:
It was reported that oversensing of noise and decreased pacing impedance were observed on the right ventricular (rv) lead. The oversensing led to inhibition of pacing. The device was reprogrammed and a lead revision is anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.